Manufacturer narrative:
An event of difficulty advancing a device and device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined however; the use of a larger than recommended delivery system may influence deformations of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer pfo occluder was chosen for implant using a 9f amplatzer trevisio intravascular delivery system. The defect was a patent foramen ovale (pfo) with tunnel length 5mm, excursion atrial septum 8mm, and unstretched opening 2mm. The device was prepared per instructions for use (IFU). During procedure, there was some resistance and tension felt when the device was being delivered through the delivery system. The delivery system was replaced with another 9f amplatzer trevisio intravascular delivery system. When deploying the left disc of the pfo device in the left atrium, it made a ball shape that looked like a tulip opening. There was no angulation or kink in either delivery system, and there was no interaction with cardiac structures during deployment. The decision was made to replace the occluder as well with another 30mm amplatzer pfo occluder, which was successfully implanted without any further issues. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.